Manufacturer narrative:
Review of the logfiles for the day of treatment shows no warning or errors that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without error. The logfile shows the energy is stable during treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The clinical review shows a vertical gas breakthrough (vgb) has occurred centrally. According to the treatment report, the desired flap thickness was 110 um. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The root cause for sticky/untreated spot is vgb which might be caused by thin flap. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a sticky/untreated spot was noted by a surgeon while trying to lift a patient's left eye flap during lasik. Surgeon proceeded to use a blade to dissect the untreated area. Flap was lifted and procedure was completed. Upon follow up, vision was reported to be 20/30 at one day post-operative appointment.